Manufacturer narrative:
Additional information has been received that changes the reportability of this event. This event has been determined to be a case of false positive due to instrument failure clearly distinguishable to device user. This complaint and the initial MDR submission, (MFR report#: 1119779-2021-01744) may therefore be disregarded.

Event description:
It was reported that while running bd bactec¿ fx, instrument bottom, a false positive test result was obtained. The results were not reported and there was no patient impact. The following information was provided by the initial reporter: the customer reports false positives in drawer d.

Manufacturer narrative:
This MDR should be considered cancelled. It was determined that an entire drawer flagged as false positives. In the event that an entire rack, row or instrument would flag as positive, the user would not interpret these results as accurate.

Event description:
It was reported that while running bd bactec¿ fx, instrument bottom, a false positive test result was obtained. The results were not reported and there was no patient impact. The following information was provided by the initial reporter: the customer reports false positives in drawer d.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd bactec¿ fx, instrument bottom, a false positive test result was obtained. The results were not reported and there was no patient impact. The following information was provided by the initial reporter: the customer reports false positives in drawer d.